Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via implantable systems performance registry (ispr) clinical study regarding a patient who was receiving morphine with concentration 10.0 mg/ml at a dose rate of 0.481 mg/day and bupivacaine with concentration 2.5 mg/ml at a dose rate of 0.1202 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain. It was reported that following a pump and catheter replacement on (B)(6) 2016, the patient presented to an emergency room with spinal headache. Refer to MFR report number 3007566237-2016-00675 regarding previous pump and catheter replacement. The clinical diagnosis was cerebrospinal fluid (csf) leak. An emergency room visit was noted and the patient required in-patient or prolonged hospitalization. Programming from the most recent refill prior to the event occurred on (B)(6) 2016. As of (B)(6) 2016, an 87% dose decrease was noted and the pump administered morphine with concentration 10.0 mg/ml at a dose rate of 0.062 mg/day and bupivacaine with concentration 2.5 mg/ml at a dose rate of 0.0156 mg/day mg/day. Examination on (B)(6) 2016 revealed neck pain and headache that was positional in nature and was consistent with spinal headache. Mild fluid collection at the site of incision was also noted on (B)(6) 2016. An epidural blood patch was performed on (B)(6) 2016. As of (B)(6) 2016 the headache resolved and the incision was healing well. The event resolved without sequela as of (B)(6) 2016. The event was not related to the device or therapy and was related to the implant procedure. If additional information is received, a follow-up report will be submitted/the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported it was confirmed by the hcp that the leak was from the previous 8709sc catheter position. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6)pounds and the patient's height was (B)(6)inches. No further complications were reported/anticipated.